Event description:
It was reported that this right ventricular lead was surgically repositioned due to a heart wall perforation. This issue was discovered on telemetry as lead was not capturing. The patient was not dependent, the device was reprogrammed until lead revision was performed. No additional adverse patient effects were reported.